Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced because the patient's previous ins "out of nowhere stopped responding all together". The patient's ins was replaced on (B)(6) 2018 without incident, all connects and impedances were good. The patient was programmed and is feeling stimulation where he needed it. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-aug-16 reporting that the patient had an overdischarge event in (B)(6) 2018. The manufacturer representative did a physician mode recharge to get the implantable neurostimulator (ins) functioning again. Now the patient was having a revision where they would be replacing the ins. The ins was discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the patient had not charged for about one month and could not recharge the ins. It was reported that the patient was meeting at their physician¿s office on (B)(6) 2018. No further complications reported/anticipated. Additional information was received from the rep reporting that they met with the patient on (B)(6) and could not interrogate the ins; the recharger would not connect with the ins. The rep and patient started a trickle charge but the patient was unable to remain in the office so the rep showed the patient how to do it. The rep said the patient was to call them in the next day or two to let them know how it was going. The rep noted that the patient could not remember if they had allowed the ins to empty once or twice. The rep further reported that when they met with the patient on (B)(6), the ins was not charged. The rep said a trickle charge was started but the patient was unable to stay in the office and the patient said they would continue this at home. The patient notified the rep several days later saying they had attempted several trickle charge sessions but was still unable to start an actual charging session. The patient said they wanted a battery replacement because they realized the ins did help their pain. The patient called the rep on (B)(6) and relayed that the patient had seen their healthcare professional and had a battery replacement scheduled for (B)(6) 2018. The patient felt that the current ins was defective since they had it for about 2 years. The patient denied not keeping the ins charged for any extended period of time. The rep told the patient that they would send the current ins in for analysis when it is explanted. No further complications reported/anticipated.